Event description:
During an anterior cervical fusion (neck) surgery, the ball came off of the instrument and remains in the patient. The device was not visual through x-ray. The patient shows no signs of injury. The user facility has the instrument and it is available for return.